Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the programmer was returned and analysis revealed a loose radio frequency head connector, the stylus missing and confirmed the customer comment that the system fan was noisy. (B)(4).

Event description:
Repair; programmer no longer needed, replaced by wireless programmer. Followup information received indicated the representative believed the fan and floppy disk drive were noisy. No patient complications were reported as a result of this event. The programmer was returned and subsequently tested out of specification during manufacturer's analysis.